Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus korea co., ltd. (Okr), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, physical stress may have scratched the insertion tube, from which the coating may have peeled off. -according to the inspection result of the device, the insertion section was scratched and the coating was peeled off. -the instruction manual states precautions regarding physical stress. -according to the past similar cases, it was surmised that the coating on the insertion tube was peeled off due to physical stress or the like. The instruction manual states performing an inspection of the external surface of the entire insertion tube. By following this instruction, the user can properly detect the reported event. In addition, the instruction manual states precautions regarding the handling of the insertion tube. By following this instruction, the user can reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.